Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Blood glucose was 237 mg/dl. Reportedly, the cartridge and infusion set was changed. Insulin delivery was resumed.